Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis. The time and date was unknown at the time of hospitalization. The customer¿s blood glucose level was 605 mg/dl at time of incident. Customer stated that rewind the insulin pump during that day when alarms came up. Customer was not using sensor during high blood glucose event. The customer was treated with intravenous insulin drip. The device will not be returned for analysis.